Event description:
On 16 june 2006, syncardia systems, inc. Became aware of a possible malfunction of a css console as a result of a review of console servicing records received from syncardia's service rep located in another country, which were translated from german into english. An entry dated 2006 in the console servicing records for console stated "calibration of both of the controllers impossible." The activity chart in the servicing records for 08 march 2006 stated "twin membranes of all hymphrey valves renewed. Clippard valves of the upper controller renewed. All four batteries of the console renewed. Complete calibration of device and checked afterwards." Following completion of the repair activities, the service rep conducted a successful console checkout procedure on 08 march 2006 and the console was returned to the customer for use. The review of the service records and complaints for this console indicated no recurrence of this alleged malfunction. Syncardia has been unable to obtain any add'l info regarding this event. A review of complaint and service records from q4 2004 through may 2006 did not indicate a trend or other pattern for the reported malfunction. Syncardia is closing this file.